Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during dwell five of seven in peritoneal dialysis. The patient was connected at the time of the alarm. There was nothing found during troubleshooting that would cause or contribute to the alarm. The technical service representative assisted the patient in ending therapy and removing the supplies. The technical service representative reviewed proper procedures with the customer. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.